Event description:
The customer reported that there is zipper damage to one of the panels. They did state that the teeth are not aligning, but could not specify what side the zipper issue was on. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - zipper teeth are not aligning. Evaluation of the returned product shows that the large window a zipper slider body is open. (B) (4).